Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 12/08/2014 with the following findings: the display screen was found to be blank on startup. Inspection revealed that the display screen was cracked and damaged. Investigation into the dim and fading aspect of the display screen could not be completed as a result of the damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Correction: the serial number for the pump in this report has been changed to (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.